Event description:
Healthcare professional reported ¿double bubble deformity, capsular contracture, baker grade unknown.¿ healthcare professional later reported capsular contracture, baker grade IV, breast deformity, ruptured breast implant, painful, hardening" this record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported, ¿double bubble deformity. Capsular contracture, baker grade unknown¿. Healthcare professional, later reported, capsular contracture, baker grade IV, breast deformity, ruptured breast implant, painful, hardening". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior assessed, as surgical damage. Capsular contracture: unable to observe, since it is not related to the device. Visibility/palpability: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.